Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5010swc was removed on (B)(6) 2018 due to loss of osseointegration 4 years and 4 months after implantation. The doctor noted bone resorption during surgery. The patient has medical history of diabetes. The patient has recovered without complications.